Event description:
It was reported that during an unk procedure, clips would not advance. The device released just 5 clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Misassemble hoop spring. Eval summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. In addition the anti-backup was noted to be non-functional. Upon disassembly of the instrument the hoop spring was found disengaged, therefore, not allowing the proper cycling of the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.